Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer¿s infusion set came apart and they did not realize that they were not getting insulin. The customer¿s blood glucose level was 583 mg/dl. They reattached the infusion set and corrected the blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
The incident date provided with the initial report was incorrect. The correct information has been provided with this report.